Manufacturer narrative:
If information is obtained that was not available at the time of the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a stratum foot plating system strm-lap-smr (stratum lapidus plate - small rt) package was opened and found to contain a strm-lap-sml (stratum lapidus plate - small lt). The surgeon selected an alternate plate to complete the surgery. There were no patient complications reported.